Event description:
A dreamstation expert device was returned to a third-party service center with no initial alleged complaint identified. During evaluation at the third-party service center, a visual inspection of the device identified evidence of foam particles. Additionally, dust contamination was observed by the service technician. The dust contamination was not determined to be related to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.